Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Brushhead comes loose and falls off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b precision clean brushhead comes loose and falls off in her mouth. No symptoms developed.